Manufacturer narrative:
Exact date unknown, event occurred five to six months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.